Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lockscr ã¸5 self-tap l12 tan was stripped from the hexagonal feature, threads of locking head and shaft. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection for the lockscr ã¸5 self-tap l12 tan was not performed due to post manufacturing damage. A functional test was not performed as the mating device was not received to assess the interaction between the devices, however: based on the evidence provided it is not unreasonable an issue with correct assembly may be present during the procedure and the device cannot be fully inserted or seated. The overall complaint was confirmed as the observed condition of the lockscr ã¸5 self-tap l12 tan would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a DHR evaluation was performed for the finished device product code: 04.221.462. Lot number: 66600p5. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 28-may-2025. Manufacturing site: jabil grenchen. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4. Corrected: e4, g1 (manufacturing site name). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that on (B)(6) 2025, the patient underwent surgery for periprosthetic fractures. During surgery, while inserting the screw in question, the screw got stuck halfway at the head and would not advance further. Since the fracture was around the stem, the image was examined to assess whether the screw was contacting the stem. A gap was observed, so this possibility was deemed unlikely. After several attempts, the screw in question was replaced with a 10 mm screw, and it was successfully inserted. The surgery was completed successfully with no surgical delay. No further information is available.